Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, strands of long pieces of very thin plastic were noted at the hub of the sheath and were stuck to the pulse select catheter. The strands were observed wrapped around the distal tip of the pulse select catheter. There was a concern that these strands could have entered the left atrium. The physician reinserted the pulse select catheter three times, and upon the final removal, the strands were discovered. Despite using intracardiac echocardiography (ice), the strands were not visible, likely due to their tiny size. Two additional attendings reviewed the situation, and it was decided to monitor the patient. The scrub technician attempted to remove the strands from the sheath after it was removed from the patient's groin but was unable to do so. The procedure was completed. The patient's hospitalization was extended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012454098 and two image files were returned and analyzed. The first image showed a white, long, thin string extending from the tip of the loop catheter. The second image showed a similar white, long, thin string coming from the catheter tip, with a guidewire threaded through it. Upon inspection, a thin white filament was found inside the returned bag, measuring 16.5 inches in length and 0.058 inches in width. In addition, thick white filaments were observed extending from the sheath hub. Visual inspection of the handle area did not reveal any anomalies. The tip of the sheath was intact with no anomalies. The steering mechanism and deflection tests were performed; no anomalies was discovered. Dissection of the shaft revealed teflon delamination inside the shaft. Analysis showed that the string source was likely the sheath liner. In conclusion, the reported strands of plastic were observed during testing and image file analysis. The sheath did not pass the returned product inspection due to sheath liner delamination. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.